Manufacturer narrative:
Patient height reported as (B)(6) feet. Additional product codes: gwo, gxr. Due to intra-operative issues, the device was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the heads of two (2) matrixneuro screws broke off during a synthetic cranioplasty procedure on (B)(6), 2017. The surgeon was inserting the screws into a patient specific peek implant (psi) when the tips of two of the screws broke off. Fragments were generated in the patient but were all removed, except for the tip of one of the screws that remained in the implant. The piece that remained was burred down until it was flush with the implant. The surgery was completed successfully. There was no reported patient consequence. There was no reported surgical delay. This is report 2 of 2 for (B)(6).